Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Pump received error 25, problem isolated to corroded battery tube and electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 7.6 mmol/l. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer troubleshooting was performed. Customer was advised that the insulin pump would need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.